Event description:
It was reported "the luer-hub (blue and white) blocked". No patient harm reported. The device was replaced. The patients condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc and a lidstock for analysis. Signs of use in the form of biological material were observed inside the extension lines. After failing functional testing (see below), a small blockage was encountered when flushing the medial and proximal extension lines. Water was still able to pass when flushing; however, the flow appeared to be partially occluded. Further analysis revealed that the blockages within both extension lines were a build-up of congealed biological material. The catheter body length from the juncture hub to the distal tip measured 321mm , which is within the specification limits of 310mm-330mm per the catheter product drawing. The catheter body outer diameter measured 2.41mm, which is within the specification limits of 2.39mm-2.49mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to each extension line on the returned catheter. No issues were encountered when flushing the distal extension line; however, when flushing the medial and proximal extension line, slight occlusions were encountered. A long pin gage was inserted through the medial and proximal lumens. Large quantities of congealed biological material were observed exiting from the skive holes. Both extension lines were flushed a second time and functioned as intended. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". The report of a blocked extension line was confirmed through complaint investigation. Visual and functional analysis revealed that a build-up of congealed biological material had become lodged inside the medial and proximal extension lines. Once cleared of biological material, both extension lines functioned as intended. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the luer-hub (blue and white) blocked.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.